Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient age/date of birth and weight are unknown. Event date: unknown. This report is for nine unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Exact date unknown; reported as approximately nine months prior to explant. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for revision surgery on (B)(6) 2016 due to a non-union and infection. The hardware removal consisted of (one) unknown plate and (nine) unknown screws. The original implant date was approximately nine months ago in (B)(6). There was no surgical time delay and the procedure was successfully completed. This report is for nine unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: it is confirmed that the plate and screws could not be identified as depuy synthes implants. No synthes etchings were present on the implants. The titanium curved broad plate system was reviewed as this most closely resembles the returned implants, however the implants were found to be nonconforming in features, etchings, and plate material. In conclusion, the plate and screws could not be identified as depuy synthes implants. The legal device manufacturer could not be identified. No further investigation, such as a design review or a risk assessment review, can be performed as depuy synthes is not the legal manufacturer of the implants. The returned implants show surface scratches and wear supporting the reported description that the devices were implanted and explanted. The plate is colored green and contains 14 holes. Each hole contains one side that has threads and one side that is a smooth angle. The underside of the plate is grooved and the overall plate shows a smooth curve. The nine screws are colored blue, show threaded heads, hex drive recesses, and have fluted tips. The screws are each etched with two etchings, a ce mark, and an unknown logo. The material of the plate was analyzed by the manufacturing engineer at the (B)(4) plant. The following readings were obtained (chemical symbol, value). These results show that the plate is made of titanium and vanadium. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.